Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box data showed no reboots. A visual inspection of the pump showed that the battery compartment was cracked with evidence of moisture corrosion. The pump failed a leak test at the battery compartment. The returned battery cap was undamaged and was able to secure properly to the pump and a power loss was not observed. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.